Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charge coupled device (ccd) cover lens was dirty and the ccd unit was broken. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image and interference on the image was due to dirt on the objective lens and the damaged charge coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had image interference and a blurred image. There were no reports of patient harm. This event was reported during an undisclosed procedure.